Manufacturer narrative:
Device evaluated by MFR.: the emerge catheter was received inside an emerge shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was an area of instent restenosis of a previously implanted stent in the severely calcified and severely tortuous distal right coronary artery (rca). A 1.50mm x 12mm emerge balloon catheter was used to treat the lesion. The pressure on the first and second inflations were unknown. During the third inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported and the status of the patient post procedure was listed as good.

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was an area of instent restenosis of a previously implanted stent in the severely calcified and severely tortuous distal right coronary artery (rca). A 1.50mm x 12mm emerge¿ balloon catheter was used to treat the lesion. The pressure on the first and second inflations were unknown. During the third inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported and the status of the patient post procedure was listed as good.

Manufacturer narrative:
(B)(4).